Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient indicated the implantable pulse generator (ipg) as having a problem "syncing device and,does it twice every morning and again in the afternoon. Patient tried calling technical at physician's office and they did not know how to change or do." The ipg remains in use, and no patient complications have been reported as a result of this event.